Event description:
The customer reported that their accss 2 immunoassay analyzer generated elevated accutni patient result within the risk stratification range of the assay for one patient. The result was reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient samples were collected in lihep plasma sample tubes and centrifuged for 10 minutes at an unspecified speed. Qc data was performing within the customer's established ranges. On (B)(6)-2011, system check was performed and both passed within the instrument specifications. The sample was repeated on the same instrument and lower result was obtained, however, the result was still within the risk stratification range of the assay, which was outside of the labeled accutni assay precision claims. Service was on site (B)(4)-2011: on (B)(4)-2011 fse performed the following: determined the instrument wash wheel of the customer's instrument was dirty and required cleaning. Replaced aspirate probes and peri pump tubing and then completed a pm. Found a piece of black/ plastic rubber in the incubator track. The fse cleaned the incubator track, replaced the incubator belt and belt clips, and tensioned and aligned the belt. Performed a passing system check and a passing high sensitivity check within instrument specifications. On (B)(6)-2011, fse did not perform hardware repairs. The fse performed type 1 cf hardware verification with all results passed within instrument specifications. The fse performed a passing system check and a passing high sensitivity system check. Although hardware issues were verified and addressed, a definitive root cause was not identified for this event.

Manufacturer narrative:
This MDR is associated with MDR: 2122870-2011-06373,2122870-2011-06013,2122870-2011-06413.